Event description:
On 06/09/1998 following a stent procedure, an angio-seal device was placed in a pt's groin. Some time following the procedure (later that evening or early next morning), the pt was noted to be without distal or femoral pulses. On 06/10/1998 the pt was taken to surgery where collagen was identified as having been deployed within the artery. The device was removed and the vessel repaired. The pt's pulses were noted to have returned at the end of the procedure. As of 07/29/1998 there has been no further report to the MFR of further complication or pt sequelae.